Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that patient perceived crackling and popping sounds with the device, while eating or chewing, on (B)(6), 2014. While swallowing and yawning access to sound with the device returned. On (B)(6), 2014, the patient could not hear with the device anymore. Patient's hearing thresholds are stable. Re-implantation is scheduled for (B)(6), 2014.